Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used during lead replacement surgery. It was noted that the rv lead had high thresholds. The lead was explanted and replaced and an active fixation lead was used instead. No patient complications have been reported as a result of this event.